Event description:
The customer reported that the console (monitor cart) was not working which rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and monitor cart plugs were replaced. The system was then found to be operating as intended.